Manufacturer narrative:
MDR 1219913-2019-00077 was filed on may 22, 2019 reporting a negative result on a sample using the advia centaur xp hcv test that was positive by two different methods but negative by pcr testing. May 30, 2019 - additional information this case entails a sample from a 20 year old donor with no known history of hcv infection resulting negative on the advia centaur hcv assay on the advia centaur cp and advia centaur xp but positive on two alternate platforms. The patient sample was subsequently sent out for pcr testing and the results were negative indicating no active infection. Without previous history or diagnosis of past infection there is no data indicating the negative hcv result obtained was incorrect. There was no product non conformance issue identified for kit lot 298 during the course of this investigation. MDR 1219913-2019-00075 and MDR 1219913-2019-00075 supplemental 1 were filed for the initial result obtained on the advia centaur cp. MDR 1219913-2019-00076 and MDR 1219913-2019-00076 supplemental 1 were filed for the repeat result obtained on the advia centaur cp.

Manufacturer narrative:
The cause for the discordant advia centaur xp hcv result is unknown. Siemens continues to investigate. MDR 1219913-2019-00075 was filed for the initial result obtained on the advia centaur cp and MDR 1219913-2019-00076 was filed for the repeat result obtained on the advia centaur cp.

Event description:
The customer observed a (B)(6) result on a sample using the advia centaur cp hcv (ahcv) test. The sample was (B)(6) upon repeat testing on the advia centaur cp and the advia centaur xp, however, the sample result was (B)(6) by two alternate methods. The (B)(6) result was reported to the physician. The physician questioned the (B)(6) result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp ahcv results.